Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m149422 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m149422, test base part number 190-430 / lot: m149422. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149422 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However a possible assignable root cause is sample interference or cross contamination.